Event description:
Two coronary stents with delivery system were successfully deployed at the target lesion site in the pt's saphenous vein graft to the right coronary artery. Approx six months subsequent, restenosis occurred at the stented area which required the placement of a third coronary stent system within the stent site. The procedure was successful and there were no add'l clinical sequelae reported realtive to the event.